Event description:
This report summarizes 7 malfunction events, where it was reported that the brakes or steer are difficult to engage/disengage, or the brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device brakes cannot be disengaged, which is not reportable.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 8 malfunction events, where it was reported that the brakes or steer are difficult to engage/disengage, or the brakes cannot be engaged. There was no patient involvement.